Event description:
Per fax, sieve beds are saturated s/n (B)(4). Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was sieve beds for the component sieve beds were saturated. Additional malfunctions were the muffler clogged, the 4-way valve was contaminated, the pilot valve was leaking, the tie wrap was installed and the md hose clamp was installed.